Manufacturer narrative:
Findings: the transmitter was unable to charge due to damaged pin #5. Unable to perform the functional test due to charge anomaly. The unit received with contamination to all pins.

Event description:
The customer reported receiving a lost sensor alarm. It was also reported that the led would not blink on and off for 10 seconds, and there were linking issues. The minilink had been charged over eight hours prior to the call. The customer's blood glucose was 499 mg/dl. The high blood glucose levels were treated with the insulin pump. The transmitter and sensor will be replaced. Nothing further reported.